Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8840, serial# unknown, (B)(4).

Event description:
It was reported that the motor stall occurred due to the health care provider using the magnet to telemetry the pump. The motor stall occurred during the patient¿s scoliosis surgery. Motor stall recovered was noted in the event log. It was reported that the surgeon was likely cut the catheter to perform the scoliosis surgery then reattached to the pump. A bolus was performed at the end of the case and the motor stall occurred, then recovered. There was no patient symptom reported. The drug delivered in the pump was baclofen. The patient outcome was unknown.